Manufacturer narrative:
The lead revision procedure was performed. This lead was surgically abandoned and replaced. As the lead is not able to be returned, clinical observations cannot be confirmed. Therefore, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited an increase in pacing threshold measurements. When the pacing output was increased, muscle stimulation was observed by the patient. Additionally, the pacing impedance measurements had decreased down to 130 ohms and noise was noted. A lead insulation issue was suspected and a lead revision procedure was planned. No adverse patient effects were reported.